Event description:
A customer reported fluctuating quality control (qc), patient results, and survey samples for dehydroepiandrosterone sulfate (dhea) on the aia-900 analyzer. The customer reported failing one sample of dhea survey, however tosoh passed all 5 survey samples. The customer's dhea result was lower than expected, when repeated, result stayed lower than expected value. All other assays performed as expected. Technical support specialist (tss) sent new test cups, calibrators, and mac controls to the customer for investigation. Tss followed up with the customer, the customer reported the shipment was received and performed mac and bio-rad controls runs, results were in range, and near the mean with the new test cups and calibrators. The controls were repeated at a different day and both the mac and bio-rad controls dropped out of range; results were still fluctuating. The analyzer is down. A field service engineer (fse) was dispatched to further investigation. There is no indication of any patient intervention or adverse health consequences due to the reported discrepant patient result.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm complaint by reviewing printed results, but did not attempt to reproduce the complaint. Customer had performed a decontamination prior to fse arrival. Fse inspected the bleach used and identified the date was older. Fse used fresh bleach to perform decontamination of the wash and diluent system including the substrate lines. Fse also reviewed procedures with customer to ensure proper sample handling and found no issues with customer's methodology. Fse validated analyzer by performing quality control (qc) and all results were in range. The aia-900 analyzer is functioning as expected. No further action required by field service at this time. A complaint history review and service history were performed for a similar complaint for sn: (B)(4). There was no other complaint identified during that search period. A complaint history review and service history were performed for a similar complaint performed for br 85311 and br 85313 with dhea test cup lot: c617945. There was no other complaint identified during that search period. The st-aia pack dhea analyte application manual states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples should be assayed daily. The minimum recommendations for the frequency of running internal control material are: 1. After calibration, two levels of the internal control are run in order to accept the calibration curve. 2. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). 3. After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzer. If one or more control value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack dhea-s, the highest measurable concentration of dhea-s in specimens without dilution is 1,000 g/dl, and the lowest measurable concentration is 2.0 g/dl (assay sensitivity). Although the approximate value of the highest calibrator is 1,200 g/dl, the exact 10 rev-025222-1119 st aia-pack dhea-s concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 1,000 g/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. The most probable cause of the reported event was due to biological contamination of the wash, diluent and substrate line.